Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment was damaged and the cap threads were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/27/2017 with the following findings: during investigation, the battery compartment was cracked near the top left corner of the grip pad. A crack was found to have caused the battery compartment threads to become stripped. The battery cap became stuck during the investigation. No defects were found to the battery cap. The battery cap contact measurements were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.